Event description:
Customer reportedly received results of 495 mg/dl and 150 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported with these results. No actions taken based on device results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.